Event description:
New information received notes that the patient's right ventricular lead was failing to capture and delivered inappropriate high voltage therapy. No intervention was performed. There were no patient consequences.

Event description:
It was reported that review of a merlin.net alert revealed that the patient's right ventricular lead exhibited a large increase in defibrillation impedance. No intervention was performed. There were no patient consequences.